Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system reperfusion catheter 041 and a separator 041. Prior to the procedure, intravenous tissue plasminogen activator (t-pa) was not administered. Aspiration was successfully performed using a reperfusion catheter 041 and a separator 041. The patient was then given 5,000 units of heparin by injection. Following the procedure, the patient developed hemorrhagic infarct and cranial decompression was conducted. Three months later, the patient did not recover. Consequently, the patient expired 11 months following the procedure. Physician's comment: in the presence or absence of the surgery, it could not be expected to make any further improvement to the patient's condition. The event was related to the penumbra system.

Manufacturer narrative:
Conclusion : potential adverse events with the penumbra system include acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, dissection or perforation and are included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00555. The hospital disposed of the device.